Event description:
It was reported the lead was explanted due to inappropriate shocks. Further alleged that the patient "experienced inappropriate and/or excessive shocking" and that there was a lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.